Event description:
It was reported that on (B)(6) 2013, the patient presented with chest pain and was taken by ambulance to the hospital, where the patient was confirmed to have experienced an acute myocardial infarction and a timi flow of 0. The patient was treated via direct implantation (no predilatation) of a 3.0x28 rx xience xpedition stent delivery system (sds) via 3 inflations to 10 atmospheres (atm) held for 25 seconds (sec) in a mildly calcified, concentric, 99% stenosed, 28-millimeter (mm) long de novo lesion in the 3.0mm diameter moderately tortuous mid left anterior descending (lad) coronary artery. As it was noted via intravascular ultrasound (ivus) that the stent was malapposed to the vessel wall because the proximal vessel diameter was larger than initially anticipated, post-dilatation was performed via 4 inflations to 12 atm held for 25 sec with a 3.5x8 non-abbott balloon catheter. Ivus confirmed good stent wall apposition and the resulting timi flow was 3; the procedure was considered completed. The patient was transferred to the intensive care unit (ICU) per standard hospital procedure for recovery. Half an hour later, the patient experienced chest pain. An angiography confirmed in-stent thrombosis; a total occlusion due to thrombosis was also observed proximal to the implanted stent. As the physician suspected that the patient might have heparin-induced thrombocytopenia (hit), argatroban was administered. A thrombectomy was performed and dilatation was performed with a 3.5x12 trek balloon catheter in the mid lad and a 2.0x12 trek in the 1st diagonal coronary artery (kissing balloon technique). There were no adverse patient effects following thrombectomy.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient has reportedly recovered and was discharged (B)(6) 2013 in good condition. The physician commented that the patient may be sensitive to heparin, which may have caused blood clotting, but this was not confirmed. No additional information was provided. Concomitant products: guide wire: sion blue; guide catheter: launcher 7fr ebu 3.5. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4) - no pre-dilatation. There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of angina and thrombosis are listed in the (B)(4) xience xpedition everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the device was deployed via direct-stenting (no pre-dilation). It should be noted that the (B)(4)instructions for use (IFU) instructs the physician to: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter.